Event description:
A malfunction was reported on the pump, identified by the customer. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer continued to use pump for insulin therapy.